Event description:
Reported due to retroperitoneal bleed requiring intervention. In 2006, the physician attempted arteriotomy closure using the starclose device after an interventional procedure. It was reported that the physician used an antegrade stick and thought that hemostasis was achieved. The patient was sent to the floor and their blood pressure decreased. It was reported that the patient had a "retroperitoneal bleed". Hemostasis was acheived with manual pressure and a femostop device. The location of the stick and length of time for manual compression are unknown. The patient is reported to be "fine".